Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water, the auxiliary water channels of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Escherichia coli and pseudomonas aeruginosa (the total cfu of the escherichia coli and pseudomonas aeruginosa is >150 cfu/endoscope) the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not been returned to omsc but was returned to olympus (B)(4). (B)(4) confirmed breakage and deform due to physical stress, deterioration of adhesive on the device, and kink of the auxiliary channel. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.